Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the junction of the tubing and filter disc site (check valve). This was observed during patient use. The set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.